Event description:
Caller reported a malfunction on the pump, indicated by malf 16, with the fault ID 0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Corrective actions included replacing the pump with a new one sent by cts, while the caller implemented a backup therapy through mdi to ensure continuous insulin delivery. The caller was instructed on returning the faulty pump and acknowledged understanding of the process.